Event description:
It was reported by resmed (B)(4) that an astral device stopped functioning while being configure for the patient. There was no patient harm or injury reported as a result of this incident. Reference MFR # 3004604967-2015-00059.